Manufacturer narrative:
It was reported that replacement poly inserts have been requested for revision surgery. Reason for revision is unknown at this time. Primary surgery occurred on (B)(6)2021. Revision surgery is planned for (B)(6) 2021. Review of the device history record indicates that the device was manufactured to specification. All sterilisation requirements were met.

Event description:
It was reported that replacement poly inserts have been requested for revision surgery. Reason for revision is unknown at this time. Primary surgery occurred on (B)(6)2021. Revision surgery is planned for (B)(6) 2021.